Event description:
Additional information received revealed that the suspected cause of the cardiac perforation was right ventricular lead dislodgment.

Manufacturer narrative:
A complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue, the full helix extension was measured within specifications. Visual inspection revealed no anomalies and electrical testing did not reveal any indication of conductor fractures or internal shorts. The tip stiffness test was performed and the results were within specification. The results of the investigation concluded the analysis of the device was normal with no anomalies found.

Event description:
During follow-up, a cardiac perforation was noted in the right ventricular (rv) apex. A pericardial drain was inserted and the rv lead was explanted and replaced. The patient was in stable condition before and after the procedure.